Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes "severe noise" on iegm, high capture thresholds and low sensing thresholds.